Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third party service center, a failure related to the porting block was observed. The device's porting block was replaced to address the issue. The porting block had evidence of physical damage.